Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and was unable to confirm the reported image failure. The video image remained normal when the go monitor was connected to known, good, test equipment. The camera image quality test was performed and passed. The glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, there was a very bright, white light that precluded the ability to see anything on the monitor. A brief delay in the procedure occurred as a backup go monitor was obtained. No harm to the patient or user was reported.